Manufacturer narrative:
The lipase reagent lot number and expiration date were not provided. The customer also had qc issues. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) replaced and adjusted the reagent probes, cleaned the reagent flow path, and readjusted the probe rinse stations. The module was operating within specification. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for lipase on a cobas 6000 c501 module. The initial result was 151 u/ml. The repeat result was 40 u/ml.